Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported poor communication on the patient programmer (pp). The patient reported the pp was not working with or without the antenna. The patient stated they had just been getting poor connection. The patient stated the week previous the pp started not working. The patient noted it had been 4 months since she used it. The patient stated she had terrible symptoms. The patient had not passed a bowel movement for 3 days and was sick in bed for 3 days and experienced a lot of pain, nausea, and gas. The patient was having pain in abdomen/stomach area. The patient thought it was from not being able to pass anything. The patient stated was not feeling stimulation at the time of the call and always was before. Additional information from the patient reported she got the transmitter today and it was still doing the same thing. The patient planned on contacting the healthcare professional (hcp) and wait and see before sending back the replacement. Additional information from the patient reported to resolve the return of symptoms, pain and nausea the manufacturer sent a replacement programmer within 12 hours of the call. The patient noted the hcp replaced the battery in the implanted device within 3 days. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.